Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 380mg/dl. The customer stated she rec'd several no delivery alarms the day of her admission. Troubleshooting was performed. The alarm history and the programming were reviewed. The customer stated that she uses the infusion sets longer than three days for financial reasons. Ran a fixed prime and high pressure test and the insulin pump passed the tests. The customer also reported having a battery alarm before her hospitalization. No further info was provided.